Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment, an adverse event was reported. The pt had hypertension during the procedure, the blood pressure reached 194/113. Labetalol was given by anesthesia to mitigate this elevation.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator, however it does not relate to this clinical event. The cause of the hypertension could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).